Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the complaint device was not received at the complaint investigation site (cis) for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause of user/ use error is assigned as the device was inflated above rated burst pressure. The dfu cautions against inflating above rated burst pressure. (B)(4).

Event description:
It was reported that during a stenting treatment procedure vessel dissection occurred. Access was obtained via the femoral artery. The 90% stenosed, 10mm in length, 2.75mm in diameter, concentric and de novo target lesion being treated was located in the mildly tortuous and moderately calcified mid right coronary artery (rca). The lesion was not pre-dilated. A 2.75x12mm ion stent delivery system (sds) was advanced to the mid rca and deployed at 18 atms after 13 seconds. A type a vessel dissection on the proximal edge of the deployed stent was noted. A 3.00x12mm ion sds was then advanced to the dissection location and deployed at 14 atms after 10 seconds. The 3.00x12mm ion was considered to have successfully treated the dissection. No additional patient complications were reported and the patient's status is fine.